Event description:
It was reported that this pacemaker depleted earlier than expected. During routine follow-up the device was found to be operating in vvi 50 with replacement indicator approximately 6 months after displaying 1.5 years remaining longevity. The patient reported symptoms of fatigue, dizziness, and dyspnea over the preceding months as they are pacemaker dependent. A revision procedure was performed wherein the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
It was reported that this pacemaker depleted earlier than expected. During routine follow-up, the device was found to be operating in vvi 50 with replacement indicator approximately 6 months after displaying 1.5 years remaining longevity. The patient reported symptoms of fatigue, dizziness, and dyspnea over the preceding months as they are pacemaker dependent. A revision procedure was performed wherein the device was explanted and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.